Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners noted during visual inspection. The insulin pump had blank display due to moisture damage on electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was 168 mg/dl at the time of incident. The customer's mother stated that they received unexpected restart alarm and external ram error alarm. The customer's mother performed self test and the insulin pump passed. The insulin pump will be returned for analysis.